Event description:
It was reported that the during sample evaluation the chiller temperature (t4) did not go below 28°degrees in an arctic sun device. Per wo update on 28feb2025, during preventative maintenance, after replacing the components in january, chiller temperature (t4) was temperature did not go down below 28 °c. That is why this depot repair was required. Per sample evaluation results received via task on 07jul2025, it was reported that the under (B)(4) where the device was sent for further evaluation post pm servicing for a cooling issue. A failed mixing pump contributed to the reported issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During evaluation, it was confirmed that the unit did not cool to specifications. Chiller unit was replaced. A failed mixing pump contributed to the reported issue. Mixing pump was replaced. As5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, e, f, g, h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation the chiller temperature (t4) did not go below 28°degrees in an arctic sun device.